Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaws frayed after use. Another device was open during the case to complete the case. Nothing fell into the patient's cavity. There was no patient injury.